Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had a missing electrode. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that sensor couldn't start as the signal wasn't found and removed the sensor electrode was missing. The sensor will not be returned for analysis.